Event description:
Additional information received reported that impedance measurements were taken and "none found." The cause of the problem was not determined. No patient outcome was provided. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient experienced an overstimulation sensation. The patient visited a hospital for an unspecified procedure and then felt his implantable neurostimulator (ins) malfunctioning and overstimulating him. Additional information received reported that during a bariatric enema procedure for his cervical stimulator, the patient experienced an "excruciating" shock coming out of his hands, feet, and head. It was unknown if the patient's device was on or off, but it was believed to be off because the patient had not used his ins for the one or two months previous due to lack of therapeutic benefit. An impedance test indicated that a wrong configuration for programming the patient's stimulation was being used; it was noted because of this, contacts 4-7 and 12-15 were out of range. When the patient's stimulation was brought up to 1.5 volts, the patient "wigged out" because of the impedance test. No power-on-reset (por) message was displayed when the physician's programmer ((B)(4)) was used with the patient's ins; the patient attempted to turn down his ins with his patient programmer (pp); it was unclear if the ins was on or off during the test. It was noted that the patient's cervical leads were in the epidural space. The patient was last in the emergency room and still felt like his device was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3986a, lot#: n201870, implanted: (B)(6) 2009, product type: lead; product ID: 3986a, lot#: n201870, implanted: (B)(6) 2009, product type: lead; product ID: 3986a, lot#: n201870, implanted: (B)(6) 2009, product type: lead; product ID: 3986a, lot#: n201870, implanted: (B)(6) 2009, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 37083-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).